Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy, as per case details. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, a triclip was successfully implanted. 5 minutes post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Additionally 2 triclips were implanted to further reduce the tr to grade 1. There was no clinically significant delay.